Event description:
Related manufacture reference number: 2017865-2023-00612. It was reported that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition. The patient's pacemaker was explanted and the right ventricular lead was capped on (B)(6) 2022. The patient was reimplanted with a different pacing system on the same date. There were no patient consequences.